Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the cd/dvd drive. The system then passed the system checkout and was found to be fully functional. The cd/dvd drive was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, the drive was not able to load or archive exams from an known good disk. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was unable to load an exam on the system. The drive would accept the disc, but then didn't seem to be reading the disc at all. The system was rebooted and the disc drive cable reseated without resolution. The system was also no longer loading an exam disc that previously worked. The site pulled the disc drive out of another system and used it to load the images in the system that was having issue and it worked. So the issue it is the disc drive. No patient was present at the time of the event.